Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. Pt's age, weight, and gender were not provided. According to the complainant, during the procedure, the device had been removed from the packaging. The stopper was removed and the blue over-sheath grip was pulled back. The physician was handed the device. The clip would not advance from the over-sheath. The procedure was completed with another resolution clip device. There has been no report of complications or injury due to this event. Pt's status post procedure was good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.